Manufacturer narrative:
(B)(4) for the reported event of stent prematurely deployed. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the first flange of the stent was successfully deployed within the pseudocyst, as confirmed by ultrasound. However, the second flange of the stent prematurely deployed from the delivery system without any action by the physician. The stent was accidentally deployed into the pseudocyst and the physician was unable to locate the stent within the pseudocyst. The patient was sent to surgery, during which the stent was successfully removed from the patient. There were no further patient complications reported as a result of this event. The patient's condition was reported to be okay.